Event description:
Boston scientific received information that three, unrelated and unspecified pace/sense leads became difficult to extract and had to be cut and partially abandoned within the patient. The physician related this to the fact that the lead tip is larger in diameter than the lead body which made the lead tip prone to extraction difficulty. In one case, the tip of the lead came off and was left in situ. In the second and third examples, the lead became stuck on the subclavian vein and had to be cut off left in situ. Adverse patient effects were reported, however, no details were provided.

Manufacturer narrative:
No additional information is available at this time and none of the leads were returned for analysis. If additional information becomes available, the event will be updated, and an updated report will be submitted.